Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged discrepant results compared with the lab and poc meter. Results as follows:" date: (B)(6) 2011, inratio: 6.7, lab: 3.5, poc meter: 3.5. All tests done simultaneously at doctor's office. Patient's therapeutic range unknown.